Event description:
It was reported that the patient was presented to the emergency room due to lightheadedness. Upon interrogation, the atrial lead exhibited oversensing. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.